Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from may 5, 2020 - may 6, 2020. H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder. A visual inspection was performed using the naked eye, and a surface cut located on a segment of the tubing line was identified. A functional leak test was performed by filling the device with green colored water. During fill, a leak was observed, at the cut area of the tubing line. The reported condition was verified. Since the leak was reported to have occurred, during patient infusion and not during or after the device was filled with drug fluid. Suggested the cause of the cut on the tubing may be, due to handling of the device, during product use. In which the tubing came in contact with a sharp object nearby. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor was leaking. The leaking tubing was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.